Event description:
It was reported that during a laparoscopic gastric bypass procedure, the flex 60 was fired across the jejunum with a white reload and some of the staples did not appear to form half way down the 60mm reload. Surgeon over sewed the staple line. The device was disposed of. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.